Event description:
It was reported that screwdriver used in surgery was broken when tightening screws.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; a similar device was sent for material analysis and it was determined that the deformation occurred in a torsional with the fracture occurring in a ductile mode. The device in question experienced a torsional deformation likely the result of excess torque during use. It is likely that the patient bone density and under tapping contributed to the reported event. The most likely cause of the reported event is over-torqueing of the device during screw insertion.

Event description:
It was reported that screwdriver used in surgery was broken when tightening screws.